Event description:
The customer reported to olympus that there was noise in the image while using the endoeye flex deflectable videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that image noise occurred, and no image was displayed due to a damaged charge-coupled device (ccd) unit, as well as damage to the circuit board of the video plug section. Due to the damage on the ccd unit, an error e218 scope malfunction error occurred. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. It was found that image noise occurred, and no image was displayed due to a damaged charge-coupled device (ccd) unit, as well as damage to the circuit board of the video plug section. Due to the damage on the ccd unit, an error e218 scope malfunction error occurred. Additional findings include the following: due to a pinhole on the bending section cover, water tightness was lost, the adhesive on the bending section cover had a chip, switch button one (1) had a scratch, the control unit had a scratch, the video connector was scratched and had a crack; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; due to damage on control section, the angulation lever did not move smoothly; due to damage on the lock engagement lever, the bending section could not be fixed firmly; the control section ring had a scratch, the video connector case had a scratch, the right/left plate had a scratch, the up/down plate had a scratch, the grip had a scratch, the light guide (lg) connector had a scratch, and the lg cover glass had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.